Manufacturer narrative:
H4: the device was manufactured from april 26, 2020 - april 27, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) was broken before the sterile packaging was opened. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.